Event description:
A caller reported experiencing a cartridge alarm 30 on multiple occasions, specifically on (B)(6) 2025. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. In response, the customer ordered a new pump and requested cartridge replacements, while cts confirmed the cartridge alarms but noted that they had not been previously reported with this pump.